Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The parts were not returned for evaluation; therefore, no functional testing or inspections could be performed. The complaint is considered confirmed as allergy testing was reactive and an all titanium custom implant was requested. This indicates the most likely underlying cause of the complaint is patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - unknown biomet microfixation screws, catalog #: ni, lot #: ni; biomet microfixation mandible, catalog #: 01-6546, lot #: 747530. Therapy date unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00239.

Event description:
It was reported that the surgeon is planning a revision due to an allergic reaction, facial swelling, and the presence of polyethylene particles. It was reported that the patient has had periodic facial swelling for the past year. The surgeon believes the patient needs to be revised due to wear of the fossa; that a custom implant is needed because there is not much zygomatic arch left for stock implant placement; and that the patient requires an all titanium implant as allergy testing came back as reactive.